Event description:
It was reported that the nurse opened the implant and noticed damaged packaging.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: not performed as no items were returned. Pictures of the packaging were provided. A corner of the tykek lid on the inner blister had delaminated. It is possible the inner lid was stuck on the outer tyvek lid causing it to delaminate when the outer lid was peeled back. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated 25-sep-2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change. Conclusion: pictures of the packaging were provided. A corner of the tykek lid on the inner blister had delaminated. It is possible the inner lid was stuck on the outer tyvek lid causing it to delaminate when the outer lid was peeled back. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that the nurse opened the implant and noticed damaged packaging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.